Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: revision of l1 - pelvis verse construct and extension fusion up to t9, due to infection / fluid collection. Some of the previous verse screws from the primary procedure were removed from the patient. The patient was then irrigated and a combination of expedium verse and cfx larger diameter screws placed in the old screw holes. The surgeon also extended the construct up to t9 due to proximal junction kyphosis. All set screws, rods and sfx cross connectors were replaced with new ones. Primary surgery date: (B)(6) 2016, this was the patients 1st revision. No further information will be provided for this case.